Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, leaking at the instrument channel, distal end cover scratched, bending section rubber glue peeling, minor dents in insertion tube, and scope connector corrosion. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus during reprocessing of the evis exera iii bronchovideoscope, the scope had hole and failed leak testing. Upon inspection and testing of the customer returned device, the scope connector had corrosion, but image was confirmed to be good during trouble shoot when using the temp connector. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Correction: per the legal manufacturer, there is no potential for this issue (the scope connector had corrosion, but image was confirmed to be good during trouble shoot when using the temp connector) to cause or contribute to death or serious injury if the malfunction were to recur. Olympus will continue to monitor field performance for this device.